Event description:
It was reported that the programmer's printer was not working. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the printer would not print however it was attributed to the paper being installed incorrectly and therefore the paper was installed correctly to resolve. Analysis also found that the screen dropped, the fan was noisy, the right keyboard hinge was broken, the keyboard was bent at the left hinge pin, there was a loose electrocardiogram connector, the keyboard was missing its slide cover, there were damaged rubber pads on the lower case, the stylus was damaged and the hard drive was less than 100%. All found defective parts were replaced. (B)(4).